Event description:
It was reported that a catheter break occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified common femoral artery. A 6f guidezilla ii pv long guide extension catheter was selected for use. The procedure was begun by contralateral approach and was changed to approaching the arm due to severe calcification. Then, a 90cm non bsc guide catheter was used with a non bsc guidewire; however, it failed to advance due to severe calcification. The lesion was then crossed with non bsc microcatheter; however, only the guidewire passed through. Thus the 6f guidezilla was used. After passing the guidezilla through the lesion, a 5.0 x 4.0 non bsc balloon was advanced and dilatation was performed. It was noted that after several dilatations were performed, the non bsc balloon ruptured. When the balloon was attempted to remove, there was severe resistance met and the guidezilla was noted to have looped around the abdomen. Since the balloon ruptured, it was unable to be removed from the guidezilla. Furthermore, the guidezilla was noted to be detached and the detached part adhered to the balloon shaft. Finally, the balloon and the guidezilla was removed as a unit. The procedure was completed with this device. No patient complications were reported. It was further reported that the guidezilla ii detachment was due to the severe calcification and tortuosity of the vessel and more tension than necessary was applied by the physician. Due to the applied tension to the device, the guide segment of the guidezilla ll became in loop shape in aorta abdominalis and then detached. The device detached at the collar and tip damage was observed. The patient's status post-procedure was stable. The lesions were located in the 6mmx63mm superficial femoral artery and 9.5mmx26mm common iliac artery.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a 6f long guidezilla ii guide extension catheter with a non-bsc guide catheter. The device was bloody. The returned guide catheter was damaged at the tip. The proximal (hub end) of the guide catheter was measured with a calibrated pin gage, and found to measure .087". The tip of the guide catheter could not be measure due to the damage to the tip. The tip, markerbands, proximal weld and inner/outer shafts were microscopically and visually inspected. Inspection revealed a complete separation at the collar with the ptfe fully pulled out from the collar, tip damage (misshapen), numerous kinks in the hypotube and numerous kinks in the distal shaft. The reported difficulty removing could not be confirmed due to the excessive damage to the device. Review of the product specification indicates the 6f long guidezilla ii guide extension catheter is compatible with a with a 6f destination guide catheter; therefore, there is no indication of a compatibility issue.

Event description:
It was reported that a catheter break occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified common femoral artery. A 6f guidezilla ii pv long guide extension catheter was selected for use. The procedure was begun by contralateral approach and was changed to approaching the arm due to severe calcification. Then, a 90cm non bsc guide catheter was used with a non bsc guidewire; however, it failed to advance due to severe calcification. The lesion was then crossed with non bsc microcatheter; however, only the guidewire passed through. Thus the 6f guidezilla was used. After passing the guidezilla through the lesion, a 5.0 x 4.0 non bsc balloon was advanced and dilatation was performed. It was noted that after several dilatations were performed, the non bsc balloon ruptured. When the balloon was attempted to remove, there was severe resistance met and the guidezilla was noted to have looped around the abdomen. Since the balloon ruptured, it was unable to be removed from the guidezilla. Furthermore, the guidezilla was noted to be detached and the detached part adhered to the balloon shaft. Finally, the balloon and the guidezilla was removed as a unit. The procedure was completed with this device. No patient complications were reported. It was further reported that the guidezilla ii detachment was due to the severe calcification and tortuosity of the vessel and more tension than necessary was applied by the physician. Due to the applied tension to the device, the guide segment of the guidezilla ll became in loop shape in aorta abdominalis and then detached. The device detached at the collar and tip damage was observed. The patient's status post-procedure was stable. The lesions were located in the 6mmx63mm superficial femoral artery and 9.5mmx26mm common iliac artery.

Manufacturer narrative:
Corrected sex from male to female.

Event description:
It was reported that a catheter break occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified common femoral artery. A 6f guidezilla ii pv long guide extension catheter was selected for use. The procedure was begun by contralateral approach and was changed to approaching the arm due to severe calcification. Then, a 90cm non bsc guide catheter was used with a non bsc guidewire; however, it failed to advance due to severe calcification. The lesion was then crossed with non bsc microcatheter; however, only the guidewire passed through. Thus the 6f guidezilla was used. After passing the guidezilla through the lesion, a 5.0x40 non bsc balloon was advanced and dilatation was performed. It was noted that after several dilatations were performed, the non bsc balloon ruptured. When the balloon was attempted to remove, there was severe resistance met and the guidezilla was noted to have looped around the abdomen. Since the balloon ruptured, it was unable to be removed from the guidezilla. Furthermore, the guidezilla was noted to be detached and the detached part adhered to the balloon shaft. Finally, the balloon and the guidezilla was removed as a unit. The procedure was completed with this device. No patient complications were reported.